Event description:
It was reported to philips that the device experienced an ECG bias / cable failure. There was no patient involvement.

Manufacturer narrative:
The fa (functional analysis) lab received the processor board pca (printed circuit assembly) that was claimed ECG bias / cable failure for the technical evaluation/repair that was claimed by the customer is defective. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. Fixture readiness test: an op-check was successfully run with golden boards installed to ensure the mrx test fixture was ready for use. In addition, a black hourglass on the ready for use (rfu) indicator was observed to be flashing, confirming that the fixture was ready for use. The processor board under test was placed on the fixture, and the fixture turned on with the mrx therapy knob set to monitor. The unit powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within spec (±15%) @ 15j (14.4j), 150j (148.8j), and 200j (199.9j), as measured by the defibrillator/analyzer. Defibrillator disarm test: the unit was then charged to 200j and discharged successfully into the internal resistor when the "disarm" soft key was pressed. The system info and status log: the op-check summary and auto-test summary logs were printed and reviewed, and the following observations were made: all operational summaries passed successfully. The pacing test was performed by generating a default pacing waveform of 70 ppm @ 30 ma into the defibrillator analyzer. The displayed output result was70 ppm @ 30.0 ma - this is within the passing range (70±1 ppm and 30±5ma). Next, the test was repeated for maximum output of 180 ppm @ 160 ma. The output result was 180 ppm @ 160 ma ¿ this is within the passing range (180±2 ppm and 160±16ma). The reported allegation about the " ECG bias / cable failure¿ was not verified or duplicated during lab tests. The processor pca passed all tests during the op check and performed as expected. Therefore, there is no fault found (nff) with this processor board. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.

Event description:
It was reported to philips that the device experienced an ECG bias / cable failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.